Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with blank display screen. The blood glucose was 89 mg/dl at the time of the incident. Troubleshooting steps were guided for blank display screen. Customer stated display is blank currently. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will not be returned for analysis.